Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an atrial fibrillation (afib) ablation procedure. Reportedly, when the prostyle device was pulled back over the wire, the suture came out along with the device. The suture of a new prostyle device was successfully pre-placed. The sheath remained 8f and the (afib) procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.